Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 495 mg/dl. The customer experienced different blood glucose level of 248 mg/dl, 419 mg/dl and 256 mg/dl the customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. The drive support cap appears to be normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Displacement test and high pressure test was pass. The customer stated that the infusion set had bent cannula. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.